Event description:
It was reported that the patient had no stimulation sensation. There was no known accident or incident related to this event. The patient had lost the stimulation on the day prior to this report. The patient tried to turn the stimulation up but nothing worked. The stimulation was turned to 10.5 on program 1 and 2 on group a and the patient still did not feel stimulation. Then the patient was advised to turn back down to his original setting of 2.20 v on both programs. The impedance was checked and 0-7 electrodes were out of range. No cause of issue was determined. It was noted that the device was programmed around the out of range electrodes. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was due to the front wires coming loose from the implantable neurostimulator (ins). A revision was performed on (B)(6) 2012. The surgery was described as a post laminectomy syndrome with failure of spinal cord stimulation (scs). It was reported that the patient was doing "very well". The revision included an outpatient hospital setting and the patient outcome was reported as non-serious injury.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger, product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding his device or therapy and was working with his doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6)-2012. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).